Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the consumer via the manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that adaptivestim (as) and legacy may be/likely off. The stimulation was too strong (intense) while sleeping, causing pain particularly in the right leg. Therefore, they wanted to change the intensity, but the message "communicator not found. Searching..." Kept appearing. Contributing factors was unknown. Troubleshooting was performed. The screen remained stuck on "searching," so the handset was restarted and the communicator was reset. Upon checking the screen, the adjustment screen for group b, program 1 (intensity 1.4) displayed. It was unknown if the event resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was stated to resolve a reset was performed and the issue resolved. The rep stated that they had not met the patient so could not obtain further information.